Event description:
Inserted IV, angiocath leaked blood out of top of angiocath, very small hole discovered on top. Had to remove IV and restart new IV. Pt tolerated just fine, she could see it was an equipment malfunction. Lot #2056518. FDA safety report ID# (B)(4).